Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that the pt had one month, six months, and twelve months CT scans that demonstrated a slight type ii endoleak from the l4 lumbar artery. At the time of implant the size of the aneurysm was 66 mm, one year later the diameter was 68, two years post stent graft implant the aneurysm diameter increased to 59 mm. 36 months post stent graft implantation a request for a talent aortic cuff under ide (g020050) was requested. The CT demonstrated that pt stent had migrated 3 cm below the original implant positioning and the aneurysm diameter has increased to 71 mm. The pt is not a surgical candidate due to a pt's age, health status and co-morbidities. The physician elected to implant a talent aortic cuff. There is no additional clinical sequeale reported and the pt is reported to be fine.